Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Dianeal therapy was ongoing. The patient was treated with injection reflin (1 gm/day, duration not reported), injection tobramycin (40 mg/day, duration not reported) and injection heparin (2500 i.u. 0.4 ml/exchange, duration not reported) for peritonitis. The cause of the peritonitis was unknown. Outcome for this event was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient's effluent remained cloudy but looked to be improving. Should additional relevant information become available, a follow-up report will be submitted.